Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and fallopian tube disorder ("fallopian tubes at isthmic region were found to be tenting up"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy with extraction of essure). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain had resolved and the fallopian tube disorder outcome was unknown. The reporter considered pelvic pain and fallopian tube disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2007: hysterosalpingogram result was full occlusion. On (B)(6) 2014: ultrasound scan result was essure inserts present bilaterally. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 and reported adverse events including pelvic pain. On (B)(6) 2015, plaintiff underwent surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and essure was removed and she recovered from the event. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube disorder ("fallopian tubes at isthmic region were found to be tenting up"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy with extraction of essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the fallopian tube disorder outcome was unknown. The reporter considered fallopian tube disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion. Ultrasound scan - on (B)(6) 2014: essure inserts present bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 and reported adverse events including pelvic pain. On (B)(6) 2015, plaintiff underwent surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and essure was removed and she recovered from the event. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.